Event description:
Elderly male with history of coronary artery disease, recent chest pain and atrial fibrillation. Procedure: coronary artery bypass x2 and aortic valve replacement. The cor-knot malfunctioned when fired during the placement of the aortic valve. The device jammed and broke the 2.0, v-7 ethibond valve suture; the end jammed in device. The pledget had to be removed and additional suturing was put in place. No known harm to patient at this time. Manufacturer response for instrument, ligature passing and knot tying, cor-knot mini (per site reporter), will obtain when available.